Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, h2, and h6. Corrections to b1, b2, and h1. The device was evaluated and the customer's allegation was confirmed. The inspection identified the image had shadows on all corners. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had shadows due to a chip on the objective lens. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-01049. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope image was not clear and "it's a small on the back of the scope" (pending clarification). The issue occurred during a diagnostic colonoscopy. The procedure was prolonged greater than 30 minutes and completed with a back-up device. There were no reports of patient harm.